Event description:
Event description guidant received information that this pacemaker had loss of ventricular capture followed by an intrinsic r-wave, which resulted in stored ventricular tachycardia events.